Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an unspecified malfunction occurred. Customer's blood glucose level was not impacted. Customer was not using the pump for insulin therapy at time of event. Reportedly, the customer had an alternate pump for insulin therapy available.